Manufacturer narrative:
The lens was returned dry, in a lens case/vial. Visual inspection found the optic torn, haptic torn, and foreign materials on lens surface (fibers). Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient over the age of 45 years old and in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -7.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to refractive surprise and far sight tendency. The lens was exchanged for another lens, same model but different diopter, and the problem was resolved. On (B)(6) 2017, the patient's hyperopia improved, but not completely.